Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eob to eoq.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be conclusively determined. However, based on similar reports, the most likely cause is excessive stress applied to the subject device due to the facility's handling of an endotherapy accessory or syringe such as forcible insertion/ withdrawing through the valve. The maj-210 instruction manual provides users warnings in section ¿7.5 inserting and withdrawing the endo-therapy accessories¿ in an effort to prevent damage to the valve. ¿ insert the endo-therapy accessory into the valve as straight as possible. ¿ angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, a piece of black rubber was found in the patient¿s lung. The black ring was retrieved the with irrigation and placed in a specimen container. The intended procedure was completed with the same equipment. There was no patient injury reported. The patient will be monitored.